Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay with insignificant anomalies.

Event description:
It was reported that all of a sudden on the day of the report, the patient lost stimulation coverage when they woke up. For the first few weeks after implant, the stimulator had been working great for the patient. The patient noted that the device was not working quite right the day prior to the report as well. The device was for occipital purposes. The impedances were checked and electrodes 0 through 7 were good but electrodes 8, 9, 10, 14, and 15 were >10,000 ohms. The patient had their electrodes programmed as -0, +1, -2, +3, -5, -6, +8, +9, +10, -11, +12, and -13. Electrodes 8, 9, and 10 were turned off and electrode 14 was turned on. The stimulation was turned up to 10 volts and the patient did not feel anything. Electrode 14 was then turned off and the patient still did not feel stimulation. There were no falls or trauma reported. With different reference electrodes being used the following impedances measurements were made: reference #1: 8, 9, 10, 11, 12, 13, 14, and 15 were all out of range and >10,000 ohms reference #2: 8-15 were >10,000 ohms reference #3: 8-15 were >10,000 ohms reference #4: 8-15 were >10,000 ohms reference #5: 9, 10, 14, and 15 were >10,000 ohms reference #6: 8, 9, 10, 13, 14, and 15 were >10,000 ohms reference #7: 8-15 were >10,000 ohms the patient met with a manufacturer representative on (B)(6) 2015. When the impedance test was run at 0.7v electrodes 8 through 15 were all out of range but when the test was run at 3v they were all within range. At 0.7v electrodes 1 through 7 had impedances between 1700 and 7200 ohms. However, even at 3v the impedances on electrodes 8 through 15 were in the tens of thousands. The patient was using contacts 1, 2, 3, 6, 7, 8, 9, 12, 13, 14 at 2v with a 450 microsecond pulse width and 40 hertz frequency at the time of the meeting. The group impedance was 300 ohms. The patient was reprogrammed using electrodes 0 through 7 in a ¿+-+-¿ configuration and the stimulation was turned up to 10v but the patient didn¿t feel anything. During an exploratory surgery, it was found that the lead tails had come completely out of the header block. The physician thought that there was not enough slack for the lead which caused the leads to come out of the header block. The doctor added 2 extensions and replaced the implantable neurostimulator. As of the date of re-implant, the patient was doing very well. The patient recovered without sequelae.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 74002, lot# n226320, implanted: (B)(6) 2010, product type: adapter. Product ID: 7495lz66, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 7495lz66, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3487a-33, lot# j0228136v, implanted: (B)(6) 2002, product type: lead. Product ID: 3487a-33, lot# j0225568v, implanted: (B)(6) 2002, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97791, lot# n370292, implanted: (B)(6) 2014, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3487a-33, lot# j0228136v, implanted: (B)(6) 2002, product type: lead. Product ID: 3487a-33, lot# j0225568v, implanted: (B)(6) 2002, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.